Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lead was repositioned due to the pt not receiving adequate coverage. The procedure took place on (B)(6) 2013. The pt will meet with an sjm rep on a later date for further programming.